Manufacturer narrative:
Voluntary medwatch report received: mw5157685.

Event description:
Voluntary medwatch received states that the atrial lead exhibited noise over-sensing likely due to a medical procedure or electromagnetic interference (emi). No intervention was performed. The patient experienced no consequences.